Event description:
Healthcare professional reported right side device rupture. The device has been explanted and replaced with a new implant.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Previous emdr reported right side rupture. Upon receiving additional information from the physician, it was found that there was no rupture for the right side, but the rupture of the left side obligated them to replace both devices. Hence right side rupture is being unreported.

Manufacturer narrative:
Previous emdr reported right side rupture. Upon receiving additional information from the physician, it was found that there was no rupture for the right side, but the rupture of the left side obligated them to replace both devices. Hence right side rupture is being unreported.